Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-22, that has a similar product distributed in the us, list number 06r87-20. Initial reporter's email address is (B)(6).

Event description:
The customer observed false positive sars-cov-2 igm results for five patients, who were asymptomatic for covid-19, on an archtect i2000sr analyzer. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): sample ID (B)(6) igm result, on (B)(6)2020, was 6.29 index (s/c), but when tested with biomerieux igm assay was 0.89 s/c, which is negative. It was noted that this patient was negative with pcr testing and igg testing. Sample ID (B)(6) igm result was positive, but when tested with biomerieux igm assay was 0.05 s/c, which is negative. It was noted that this patient was negative with pcr testing and igg testing. Sample ID (B)(6) igm result, on (B)(6)2020, was 4.43 index (s/c), but when tested with biomerieux igm assay was 0.37 s/c, which is negative. It was noted that this patient was negative with pcr testing and igg testing. Sample ID (B)(6) igm result, on (B)(6)2020, was 1.76 index (s/c), but when tested with biomerieux igm assay was 0.91 s/c, which is negative. It was noted that this patient was negative with pcr testing and igg testing. Sample ID (B)(6) igm result, on (B)(6)2020, was 3.55 index (s/c), but when tested with biomerieux igm assay was 0.47 s/c, which is negative. It was noted that this patient was negative with pcr testing and igg testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect sars-cov-2 igm result included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, device history records, and testing. The customer reported positive results for five patient samples when compared to the vidas igm assay. All five patients were asymptomatic with negative pcr and igg results. Testing was performed for the four returned patient samples using the 06r87 igm assay, the 06r86 igg assay, and the 06s60 igg ii quant assay. Positive igm results were obtained for the samples which aligned with the customers observation (sids: 754817 = 1.42 index, 731018 = 1.89 index, 766058 = 4.47 index, and 758381 = 7.15 index). Sid (B)(6) was also positive for igg and igg ii quant. Sids (B)(6) were also positive for igg ii quant with negative but elevated results obtained for igg. Sid 758381 was negative for igg and igg ii quant. Sids (B)(6) were reactive on the igg ii quant and igm assays and either elevated or reactive on the igg assay, therefore these samples should be considered positive for antibody. The igm response may be longer in duration for some patients and the discrepancies observed are most likely due to the higher sensitivity of the abbott igm assay. Sid (B)(6) was reactive on the igm assay with negative results on the igg and igg ii quant assay suggesting potential seroconversion. Sids (B)(6) were potential seroreversion due to the negative but elevated igg results. Specificity testing were done using an in-house retained kit of lot 18505fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 18505fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. A direct comparison should not be made between the architect sars-cov-2 igm assay and the biomérieux vidas® sars-cov-2 igm assay as both assays utilizes different test principles. The architect sars-cov-2 igm assay utilizes chemiluminescent microparticle immunoassay (cmia) technology whereas the vidas® sars-cov-2 igm is an enzyme immunoassay method with a final fluorescence detection (elfa). In this case, the patients were asymptomatic and tested pcr negative, however, no date was provided for the pcr test. Positive igm results were obtained for the returned patient samples aligning with the customer¿s observation. Results of the samples on the vidas method although negative were elevated. Cntl flag is associated with the customers result for sid (B)(6). Per the architect systems operation manual, operating instructions; contains a table for patient result flags which includes a flag for cntl. This flag is described as; the result was calculated after the quality control failed. The flag continues to appear on subsequent results until the failed quality control result is rerun for the same control name and control level and the result is within acceptable limits. Archiving and deleting out of range qc results will not remove the cntl flag from patient results. Per product labeling, deterioration of the reagents may be indicated when a calibration error occurs, or a control value is out of the specified range. Associated test results are invalid, and samples must be retested. Assay recalibration may be necessary. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igm reagent lot 18505fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.